Event description:
It was reported the emergency rescue team found that the defibrillator could not be turned on due to self-test failure. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the battery is broken which caused the reported problem, after replacing the battery, device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was broken battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.